Event description:
The rptr rec'd the device through a promotional offering. She is returning the device since she is dissatisfied with its operation. She was anxious to try the meter when it was promoted (states on the box) as requiring "less blood" to perform the glucose test. On her first time using the device, 7 attempts were made before a reading was obtained. The rptr continually rec'd an error message dut to lack of blood. The rptr states a "free flowing drop of blood" is needed in order to run the test. It should be noted that the rptr is a diabetic as well as an rn and is skilled at using glucose meters. The rptr feels this glucose meter requires more blood than other meters she has used. She feels the promotional claims about the device are misleading.